Manufacturer narrative:
Ref ID: (B)(4). The mobilediagnost wdr2 is a mobile x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Field service engineer (fse) performed analysis and concluded that as a result of the detector being dropped, the detector would not turn on. Upon replacing the detector battery, the device turned on and there was no longer an issue with the detector. Also, the first display module (which has the three status leds) was damaged. Thus, reinstallation of the software needs to be performed, and the detector needs to be replaced. Based on the information available and the testing conducted, the cause of the reported problem was dropped detector. The reported problem was confirmed. It is concluded that the detector was dropped by accident (use error). The issue is further monitored and being trended.

Event description:
It was reported that detector fell down and doesn't turn on anymore. The device was not in clinical use and there was no harm to patient or user.

Manufacturer narrative:
Reference ID: (B)(4). Following are the corrections made pertaining to emdr report number. (B)(4): 1. Contact office: changed from "john maga" to "dusty leppert" 2. Report source - changed from "company representative, foreign, health professional, user facility," to "company representative, foreign, health professional".